Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed start sensor during warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. An early sensor expiration was observed in the data. The probable cause of the early sensor expiration is undetermined. The reported event of a start sensor during warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.